Manufacturer narrative:
Scaning elctron microscope (sem) analysis displayed fracture damage on right leaflet, and well as chip and crack damage on orifice. Fracture/damage features observed at these two locations suggested they were result of an externally applied clamping/twisting action across bottom rim, which produced fractures that propagated from inside diameter toward outside diameter, as well as through right leaflet thickness from inflow side to outflow side. Some superficial surface marks were detected on outflow side of left leaflet. Results of carbon coating thickness measurements conducted on leaflets and orifice conformed with requirements specified in st. Jude medical documentation. Sem photos of fracture areas observed on right leaflet and orifice indicated no material defects in carbon coating which may have caused or contributed to fractures. Rather, fractures were apparently caused by some external force applied to leaflet and orifice, which over stressed carbon material and resulted in fracture. Valve's deive history record was examined to ensure that each mfg and inspection operation was followed by appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Wach operation for mfg and inspection of this valve and its packaging was followed by appropriate signature and date. Infro reviewd from valve's device history record and add'l testing performed through fer lab indicated valve complied with st. Jude medical specifications at time of manufacture. Results of this investigation remain inconclusive due to fact thrombus which was visulaized on valve at explant was not present on returned valve. Thrombosis was not due to an intrinsic valve defect, as supported by valve's device history record. Fracture damage observed on valve was caused at explant, as stated in operative report, and was unrelated to thombosis event.

Event description:
The valve was explanted due to thrombus.